Event description:
It was reported that noise leading to oversensing was observed on the right ventricular (rv) lead and the right atrial (ra) lead. Low pacing impedance was observed on the ra lead. Lead damage of the rv lead and ra lead was suspected but was not confirmed visually. The rv lead was capped and replaced. The ra lead was deactivated and not replaced; an ablation was performed due to atrial fibrillation. The patient was stable and there were no adverse consequences. Related manufacturer reference number: 2017865-2022-04823.